Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery test. It was stated that the battery cap is stripped at the top and corroded and the battery compartment has some corrosion. The insulin pump was off because after inserting a new battery and clearing the alarm, the screen was stuck in the main menu. Blood glucose value was 110 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm was noted. The insulin pump was received with a corroded battery tube and battery cap, minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.